Event description:
Reported stated, that pt's blood glucose measured 578 mg/dl on the inform system and 76 mg/dl on a laboratory instrument, when testing was performed back to back. Quality controls were run the previous 24 hours and both levels passed; specific results were not provided. Pt was not treated based on the meter result. No adverse event reported. A requested was made for return of the suspect product and a replacement was sent.